Event description:
It was reported that four locking caps loosened and backed out of the screw head post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned devices found one locking cap heavily worn on the bottom. Wear patterns on the bottom surface of the other locking caps show signs of uneven loading which indicates one side of the locking cap had more contact with the rod than the other. Parts were found to pass dimensional and functional inspection. It's possible large forces were exerted on the imp lants after implantationdue to patient activity, trauma, or non-fusion. Additionally, it's possible the locking caps were not sufficiently lightened to the rod. However, the exact cause of the reported issue cannot be determined.